Manufacturer narrative:
This report is for an unknown spd mountaineer occipital spinal system/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a depuy employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) for patients undergoing cervical fusion surgeries. Failed cervical fusion has been identified as the reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: 79 patients has subsequent surgery within the 90 days from the index surgery. 204 patients has subsequent surgery within 12 months from the index surgery. 288 patients has subsequent surgery within the 24 months from the index surgery. 18 patients had a re-operation within 90 days from the index surgery. 53 patients had a re-operation within 12 months from the index surgery. 77 patients had a re-operation within 24 months from the index surgery. This is for spd mountaineer occipital spinal system. This is report 2 of 6 for (B)(4).